Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported feeling pocket stimulation all the time, whereas initially, it only occurred intermittently. It was noted that there was no muscle stimulation of the abdomen or diaphragm. Additional information was provided that the right atrial (ra) lead exhibited an out of range pacing impedance of greater than 3000 ohms, and loss of capture at highest output and no sensing at highest sensitivity of 0.15 mv. Lead fracture was suspected. A boston scientific technical services (ts) consultant referred the patient to their physician to have the device interrogated. Ts discussed the possibility of decreasing the outputs. The device was later interrogated and the lv lead was found to have been causing pocket stimulation. The lv lead was programmed off and the device was programmed to vvi 40 at that time. Additional information was provided that the lead was explanted approximately four years later due to dislodgement and was returned for analysis.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted setscrew marks on the terminal pin and ring; one on each. The helix was extended and tissue was entwined in the helix. A slight gap was noted between the tip anode ring and the molded neck insulation; insulation with medical adhesive was visible. Dried bodily fluid was noted in the helix housing and past the window area (neck region). Resistance and pressure tests were completed to assess the electrical performance and insulation integrity of the lead. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.